Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the device is cracked around both of the metal bushings, and one of the metal bushings was missing from the device. The surface of the shim presents signs of scratching. The complaint condition is confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3.

Event description:
Additional information received indicates that there was no surgical delay or surgery that took place. This der was completed in response to the hospital being proactive and realizing that the instruments that stayed at the hospital were a safety hazard to patients having surgery.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device is damaged.